Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 ¿ (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 ¿ device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during an endoscopic combined intrarenal surgery (ecirs), a guidewire was inserted from the percutaneous side and the basket of an ncircle tipless stone extractor was being used for stone removal. After the procedure was switched to ecirs, the basket was used again for grasping and pulling the guidewire to place the guidewire from the urethra to nephrostomy. The wire of the basket was reportedly torn. Another basket was used was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d8. Investigation evaluation: it was reported that during an endoscopic combined intrarenal surgery (ecirs), a guidewire was inserted from the percutaneous side and the basket of an ncircle tipless stone extractor was being used for stone removal. After the procedure was switched to ecirs, the basket was used again for grasping and pulling the guidewire to place the guidewire from the urethra to nephrostomy. The wire of the basket was reportedly torn. Another basket was used was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon visual inspection, several small kinks were observed along the basket sheath. The basket formation had a broken wire near the proximal end of the basket. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "intended use the ncircie, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions the device is conductive. Avoid contact with any electrified instrument. Do not use excessive force to manipulate this device. Damage to the device may occur." Based upon the available information, inspection of the returned device, and results of the investigation, a potential root cause for this event could not be established. Per IFU, the intended use of the device is for stone manipulation and removal in the urinary tract. It is possible that the use of the basket, for other than stone manipulation, led to excessive force being used resulting in the observed damage. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.